Event description:
Pt required an explant of a prodisc-l l3 - l4 that was originally implanted on (B)(6) 2012. The surgeon describes the original implant as "left lateral placement at 2 - 3 mm from mid-line. Postoperatively, the pt reportedly experienced severe radiculopathy, possibly the result of an osteophyte that broke off and migrated into the foramen. Pt was revised to competitor's bone graft, plate and screws. This is the second of 3 reports submitted on this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Review of the DHR's for pdl-l-ip00s and the raw material indicate there were no manufacturing discrepancies relevant to this complaint.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.